Event description:
It was reported that at the patient's last follow-up in (B)(6) 2026, imaging showed that the plate broke and there is am atrophic non-union. The surgeon removed the plate and screws on (B)(6) 2026. All screws were removed from the patient and none of the screws were broken.

Manufacturer narrative:
An anthem titanium lateral narrow distal femur plate, 1195.2215, was broken post-operatively about 10 months after implantation and required surgery to remove it. The implantation occurred on (B)(6) 2025, and the date of removal was (B)(6) 2026. The plate broke at the location of the kickstand screws in the plate and it was reported that the patient presented with a non-union. Upon receiving the complaint, the DHR and ncmr record for the lot number provided were reviewed. No ncmr's exist for this lot. All parts passed aql inspection with no rejections, and the entire lot was accepted on 22 jan 2024. The material certifications meet specifications.it was reported that the patient was diagnosed with breast cancer and was treated with two rounds of chemotherapy following the original surgery. The patient also has hypertension andhypothyroidism. The previously stated patient factors may influence bone healing. Follow up x-rays taken at approximately 6 weeks and 6 months post-operatively show lack of bone healing of the original fracture. At the time of plate failure, the patient presented with an atrophic non-union distal femur fracture. The plate breakage occurred with the incident of the patient crashing a golf cart into a garage with the leg sticking out. This evaluation determined that this failure was within expected risk and occurrence; therefore, no further actions will be taken at this time.